Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 10-march-2017, technical support advised the customer that the sp1 serum was the sample type and the psa resulted in the <l flag. No further actions are required. The likely cause was for the low values was unknown.

Event description:
On (B)(6) 2017, a customer reported low values on the patient sample on the aia-900 instrument. The customer stated the error occurred while running patient samples. The customer repeated the controls and had no issues.